Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance steady at approximately 41 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Svc defibrillation impedance steady at approximately 48 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited high impedances on the rv and superior vena cava (svc) coils. It was noted that the impedance spikes occurred at the same time the patient was in a motorcycle accident. The patient was admitted to the hospital for monitoring. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.